Manufacturer narrative:
At the time of this investigation, no samples or lot numbers were provided to cardinal health. Therefore; without a lot number we were not able to review the device history record and without a sample we were not able to perform any type of investigation in order to determine a root cause for the issue reported.  At this time, no corrective actions will be initiated for this complaint. The manufacturing facility will continue to monitor for any similar complaints and take action if determined.

Event description:
End user customer reported that she allegedly received second degree burns to her right breast, after using the cardinal health instant cold pack product code 20104 that she was given upon discharge from (B)(6) hospital.